Event description:
Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to normal battery depletion. This device is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited an occasional low out-of-range (oor) pacing impedance measurement. The threshold measurements were stable and no noise was noted. Boston scientific technical services (ts) then discussed the measurable limit of the device and suggested monitoring the patient's device. Additional information indicated that the cause of impedance was not conclusively determined. The physician will then monitor the patient and lead during routine follow-ups. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.